Event description:
It was reported that the implant migrated post-op. The implant was explanted. No further information is available at the time of this report.

Manufacturer narrative:
Product is expected to be returned but has not yet been received. Additional information has been requested, any relevant information will be provided upon receipt.